Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to missing battery spring. Unable to perform operating currents, self test, rewind test and displacement test or verify failed battery alarm due to missing spring. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the user sent the pictures for analysis and then will replace the insulin pump. The customer's blood glucose level was 215 mg/dl. The device will be returned for analysis.